Event description:
It was reported that the strength of the inflatable penile prosthesis cylinder was weak, so saline was added to the reservoir. Following the procedure, the patient got better and the event resolved.